Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during an implant procedure, the device atrial set screw was stripped; the wrench slipped rather than clicking as expected. Another wrench was tried with the same result and it was concluded that the device would not be used. Another devicewas implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the device was returned and analyzed with no anomalies found. The grommet was damaged and there was foreign material in the set screw. The set screw was also loose/detached and had a rounded socket.